Event description:
It was reported that when a reload device was used during an laparoscopic roux-en-y procedure, the device cut but did not fire the staples across the incision. Another device was used to complete the case. Surgery prolonged by approximately one hour to do repairs.